Event description:
The customer reported that the needle stuck her twice. Her reported blood glucose levels were: 330 mg/dl, 337 mg/dl; 489 mg/dl after eating a sandwich. The customer removed the pod, activated a new pod, and bolused 16.10 units. The pod was worn for less than a day.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle firing twice, to determine its root cause, or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.